Manufacturer narrative:
The user reported experiencing a hypoglycemia event with no alert asserted by the system. Based on the investigation, the user's sg value was 116 mg/dl while bg value was 56 mg/dl at the time of event. The system did not alert the user as the sg value did not cross the threshold value for low glucose alert. In an associated case for sensor inaccuracies, it was observed the sensor performance had deviated from normal behavior, thus an RMA was issued for sensor replacement. Further investigation will be performed once the sensor is returned and reported as part of (B)(4) (MFR report# 3009862700-2023-00184). The user did not require medical treatment and was able to self-treat by eating sugar cubes. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user reported experiencing a hypoglycemia event with symptoms of confusion, wooziness and lethargy. The user was not alerted by the system because the sg value did not cross the low alert threshold set by the user.